Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a separation. The report was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. Based upon the information obtained from baxter's investigation, the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter global technical services (gts) regarding a leak in the transfer set on the homechoice unit during fill 2. The caregiver (cg) stated that he knew this wasn't a cycler issue but he doesn't know who to call. The cg stated the home patient (hp) was leaking fluid from behind the transfer set. The baxter technical service representative (tsr) advised the cg to end therapy and get in touch with the hp's on call peritoneal dialysis nurse immediately. On (B)(6) 2010 baxter product surveillance spoke with the hp who stated 10-15 minutes into therapy she noticed the leak. The hp stated it was not a big leak; she noticed only a few small drips. The hp stated the product was leaking from the dark blue threaded area. The hp stated there were no difficulties noted opening or closing the twist clamp and the set had not been exposed to excessive force. The transfer set was only 2 or 3 months old. The patient stated she has been on pd therapy for awhile; she was not a new patient. The patient stated there were no defects noted when the transfer set was changed out as it was visually inspected by both the nurse and patient. The patient confirmed she has been fine and no antibiotics were prescribed. No additional information is available at this time.